Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer received the device. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened directly affecting the functionality and integrity of the device. It was found during investigation that the cutting wire was broken. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
Boston scientific received an autotome rx 39 device with no associated information. Evaluation of the device revealed a broken cutting wire.